Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was not able to be duplicated. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the site successfully took two three dimensional (3d) spins and when they went to take a third, it would not expose. They would press the middle button on the hand switch and a message would appear that the system was acquiring images but then nothing would happen. The navigation system would also update to a message that the patient is being scanned but then the imaging system would not radiate. The site stopped holding the hand switch and moved the rotor to confirm that could still move, then tried again with no change. The site rebooted the system and once it fully initialized, they swapped to 3d mode and were able to take a successful spin. No patient impact. 5-10 minute delay.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.